Manufacturer narrative:
This report is submitted on july 16, 2023.

Event description:
Per the clinic, the patient experienced pain at the implant site and poor performance with the device (specific date not reported). The device was explanted on (B)(6)2023, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 26, 2023.